Event description:
It was reported that interrogation of a patient's device was not possible with the programmer. Another programmer interrogated successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, interrogation was successful with two device models and the programmer passed functional and vmebus extensions for instrumentation (vxi) console tests, no anomalies were found. Disclaimer: